Event description:
During a coronary stent procedure, the stent dislodged. The physician pre dilated the lesions in the proximal and mid rca and successfully placed another MFR's stent in the proximal rca. After implantation thrombus was noted in the mid rca. The express2 delivery/stent device became trapped in the proximal rca and the stent dislodged. Attempts to retrieve the stent were unsuccessful and it remains in the patient's peripheral vasculature. Pt status was listed as 'good'.